Event description:
It was reported that revision surgery was performed due to aseptic loosening and elevated metal ion levels, which rose approximately 12 months ago. The femoral stem remains implanted.